Event description:
It was reported that the customer had low blood glucose levels. The paramedics were called to assist the customer, but the customer refused to go to the hosp. During the troubleshooting, the customer stated the leadscrew over rotated. At that time, the customer was advised to revert to a back up plan per md protocol and the pump needs to be replaced.